Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. The patient had the device implanted 14 days prior to the report date. The patient indicated she had experienced a lot of nighttime wetting and was advised to increase stimulation. Three days later, the patient reported she is getting a (B)(4) reduction in symptoms but will sometimes go for 2 days without feeling stimulation. The patient was advised it is ok to not feel stimulation if she is getting a reduction in symptoms. The patient stated she turned stimulation up by 0.1 volts recently. She had turned it up because about a week prior, the patient had gone to the bathroom three times in one night and also had a day around that same time where she had to run to the bathroom when she would have to go in order not to leak. The patient noted she had a follow up appointment in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.